Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) presented with a battery status of eol at 2.64 v. Six months prior, the battery status was bol with a voltage of 2.89. The device apparently reached eol on 01/15/06 but patient did not hear any beeps and therefore did not come to the hospital sooner. There is a concern that the battery depleted abnormally.,